Event description:
I had a zimmer reverse shoulder replacement placed (B)(6) 2016. In (B)(6) 2017 I developed warmth in my shoulder and arm and severe pain and elevated crp and esr. I had the shoulder removed at (B)(6) clinic on (B)(6) 2018. (B)(6) performed an osteotomy and window in my humerus to remove the stem. My glenoid was broken in 3-5 pieces to remove the base. In (B)(6) 2019, xrays showed a scapula fracture. A CT scan in (B)(6) 2019 showed a huge scapula fracture caused by the removal of the shoulder. I had a 10" scapula fracture with 1-2" displacement. This required surgery and 2 plates and 23 plates were placed to pull the fracture together. FDA safety report ID# (B)(4).